Manufacturer narrative:
(B)(4).

Event description:
The hcp reported that they had difficulty with the cap kit component. The problem was with the needle. It was bent. Hcp tried to access the pump of a pt who was obese and had to use 2 different cap kits. Hcp bent all 4 needles that she used and said the needles were not stiff enough. Hcp had tried to access cap under fluoroscopy guidance and said she injected dye but felt she was not in the cap because the dye pooled around the pt's pump. Pt was hospitalized and the cause was reported as "unable to access side-port with kit needles, too flimsy" and the hcp was "unsure of what was going on." The drug infused via the pump was lioresal, clonidine, dilaudid, bupivicaine in a daily dose of 440, 0.8, 360 and 2.6 respectively. Pt recovered without sequelae.